Manufacturer narrative:
H3: one device was received for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional tests were performed, and the occlusion test was used. The reported problem was replicated through visual tests as a damaged downstream occlusion (dso) seal was identified. The root cause of the problem was a damaged remote dose connector and to solve the problem, the dso seal, lens, battery compartment and remote dose connector will be replaced.

Event description:
It was reported that the ¿bolus connector out of service¿. It was further reported that the event occurred during an annual inspection. There was no patient involvement. Device analysis identified a damaged downstream occlusion (dso) seal.